Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited intermittent pauses (pacing inhibition) during a procedure involving electrocautery. It was noted that the patient had some swelling. A health care professional (hcp) contacted boston scientific technical services (ts) to verify that tachycardia therapy was programmed on as a magnet was placed on the device during the procedure. Tachycardia therapy was verified to be programmed on. No adverse patient effects were reported. This product remains implanted and in service.